Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) was 400 mg/dl and the customer experienced blurred vision. Reportedly, the customer obtained assistance from their doctor in adjusting insulin rates on the pump to address bg level.